Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 373 mg/dl. Customer's other blood glucose value was 600 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin and intravenous fluid. Based on customer reported customer did not allege insulin pump was under delivering. The device will not be returned for analysis.